Event description:
It was reported that (1) device was used during a laparoscopic myomectomy. It was reported by the rep that the hp052 keeps emitting a solid tone, even after cleaning hook or replacing disposable tip. There was no consequence to the pt.